Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for pacemaker upgrade procedure. During the procedure, the wrench would not engage the set screw of the pacemaker header. The physician was required to remove the elastic around the set screws and eventually was able to engage and unscrew the ventricle port. The atrial port would not engage and required for the chronic atrial lead to be capped and replaced. The pacemaker was explanted and replaced. The patient was stable post procedure.